Event description:
Patient was being evaluated by paramedics to rule out mi. As 12 lead EKG was being performed heart monitor shut off and rebooted. After about 1 min monitor began to work again and continued to work throughout remainder of call. FDA safety report ID# (B)(4).